Event description:
Customer reported she hadn't worn the sensor for the past six to eight weeks. Customer previously reported having insertion issues. Then stated after her hospitalization, she didn't feel like talking about any issues. Customer was hospitalized due to high blood glucose of 500 mg/dl. Customer was hospitalized for eight days. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-93234.